Manufacturer narrative:
Upon visual inspection, the magnet in the pedal was found to have become loose. The device was discarded by the manufacturer.

Event description:
It was reported that during a procedure at the user facility the tps unidirectional footswitch was causing the drill to spin even when the foot pedal was not activated. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a procedure at the user facility the tps unidirectional footswitch was causing the drill to spin even when the foot pedal was not activated. The procedure was completed successfully. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.